Manufacturer narrative:
This device is used for treatment, not diagnosis. The scepter c and scepter xc occlusion balloon catheters are intended for use in the peripheral and neuro vasculature where temporary occlusion is desired. The balloon catheters provide temporary vascular occlusion which is useful in selectively stopping or controlling blood flow. The balloon catheters also offer balloon assisted embolization of intracranial aneurysms. Per the instructions for use: potential complications include, but are not limited to: vessel or aneurysm perforation, vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudo aneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. Contraindications: not intended for embolectomy or angioplasty procedures, not intended for use in coronary vessels, not intended for pediatric or neonatal use. The evaluation of the returned device revealed damage to the balloon material. The cause of the damage could not be determined. The root cause of this complaint could not be confirmed as the damage did not reveal a rupture of the balloon. Reference (B)(4), follow-up #1.

Manufacturer narrative:
This device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. Reference mvi: (B)(4).

Event description:
During vascular treatment, it was reported the balloon ruptured intra-use.no patient injury reported. The patient was reported in good health.